Event description:
According to the reporter, the bravo capsule fell off the delivery system as it was being removed from the patient. There was no harm caused to the patient. A repeat bravo procedure was performed. Intervention was not required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for nine months. Lubricant was used to facilitate capsule placement and the device operator is sure that no lubricant went down into the capsule chamber. No other known adverse events were reported.